Manufacturer narrative:
(B)(4). The endobronchial tube was returned for investigation. The reported malfunction could not be duplicated during the investigation. The returned product functioned as intended.

Event description:
It was reported that prior to use, an endobronchial tube had a leak from the cuff. There was no patient involvement.